Event description:
Guide wire .014 was positioned in the left anterior descending coronary without difficulty. A dilator was inserted and 2 dilations performed. Flush injections revealed an improved artery, with significant residual stenosis and possible small dissection. The 2.75 dilator was removed and replaced with a 3.0 dilation catheter. Dilation was performed with the guide wire pulled back and replaced after deflation. Due to the concern of a dissection in an area of a severe bend in the left anterior descending coronary artery the pt was prepared for a stent implantation. The 3.0 dilator was withdrawn using the co product and a 3.0 balloon-expandable stent was placed and inflated with good expansion. The balloon was withdrawn with the co device in place. A 3.0 post dilation balloon catheter was introduced with the co device. Fluoroscopy was performed during the advancement of the balloon noted that the guide wire advanced significantly more interiorly than it had been, despite the fact that the co device was in good position in the proximal segment of the wire. The balloon was then withdrawn outside the co device, and the guide wire was withdrawn along with it. This was attempted a second time under fluoroscopy and it was noted that when the balloon was advanced inside the co device, the guide wire advanced interiorly. A second device was placed over the wire and the dilator was advanced using the second device without difficulty. The guide wire was removed and repeat left coronary ateriograms revealed a persistently good result with no evidence of slow flow or any staining of the myocardium during the left coronary injections. Approx 2 hrs post procedure the pt complained of some mild chest discomfort and nausea with hypotension. A stat 2d echocardiogram showed a large anterior pericardial effusion. A pericardial centesis was performed but hypotension and tachycardia persisted. The pt was taken to the or for an emergency thoracotomy which revealed a significant pericardial effusion that responded to opening and drainage.